Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips won't close. No pt consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.